Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited auto mode switch episodes which were being caused by far r-wave oversensing, technical services suggested programming changes which were not performed but were discussed with the physician. No patient symptoms or additional information was reported.